Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.(B)(4)

Event description:
The customer's wife reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. The caller also reported that the device was cracked and that the battery gauge would fluctuate. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.